Event description:
During an internal review of programming and diagnostic history, it was identified that patient's vns system was found programmed to incorrect settings on (B)(6) 2015. An interrupted system diagnostic test is suspected, which may have caused an unintended change in device settings during the previous office visit. Attempts for additional relevant information have been unsuccessful to date. No patient adverse events were reported.